Event description:
The operator of a vitros 5, 1 fs chemistry system observed instrument ir wash error codes and biased low quality control results with vitros phyt slides. The laboratory reported three vitros phyt patient results prior to the event which repeated successfully. There was no allegation of patient harm as a result of this event.

Manufacturer narrative:
An ocd field engineer investigated this event and adjusted the alignment of the immuno-wash metering arm which returned the device to expected operating condition. The investigation into this event concludes that the root cause was instrument related.